Event description:
Emergency medical svc personnel were attending to a pt in cardiac arrest at a nursing home. An attempt was made at delivering defibrillation therapy and the device was charged to 200 joules. The operator reported hearing an arcing and then the device lost power. The pt was not resuscitated, however the reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability.